Event description:
Customer reports 2 lv10 infusors containing 3000mg of 5fu in 250ml of saline overinfused over 19 hours instead of an anticipated 24 hours. No adverse clinical reaction reported. No further details available.

Event description:
Customer reports 2 lv10 infusors containing 3000 mg of 5fu in 250 ml of saline overinfused over 19 hours, instead of an anticipated 24 hours. No adverse clinical reaction reported. No further details available.